Event description:
It was reported by the customer that "the line had a cracked hub that started to leak." Additional information provided: event information :a detailed description of the event: line was placed 9/25 and found on (B)(6) 2022 leaking and was cracked at the hub. What type of catheter securement was utilized? Statlock date of occurrence: (B)(6) 2022. Placement date: (B)(6) 2022. Explant date: (B)(6) 2022. Patient information (if available) was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. Patient required to go to or to get sedated as was not able to complete procedure at bedside and require more sedation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt3309 showed no other similar product complaint(s) from this lot number.